Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory march 2009 population product advisory was initially communicated on (B)(6) 2007, reached a monitoring voltage measurement of 2.65 volts and then a month later, displayed a monitoring voltage measurement of 2.58 volts. There was a concern that the battery depleted earlier than expected. The patient was being monitored with weekly latitude checks. There was no report of adverse patient effect.

Manufacturer narrative:
To date, information suggests that this medical device has not yet been explanted or returned to boston scientific crm post market quality assurance laboratory for analysis purposes. As new information becomes available, this report will be further evaluated. Analysis wassubsequently performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q1 2010 product performance report.